Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Improper keypad function was confirmed and was determined to be caused by a failed keypad. The #4, #5, #6, #7, and #9 keys were found to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function. (E.g. - when the #4 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further the reported event.

Event description:
It was reported that a spectrum pump's keypad was inoperable, but during testing, it was found to not be functioning properly. It was also reported that there was no patient injury.